Event description:
The sales representative, reported the following event : "rupture of dall miles cables"

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving an dall miles plate was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection. The plate broke through the sixth screw slot. One end of the plate is bent, likely occurring during implantation. Most of the fracture surfaces are obscured by abrasion. A material analysis report concluded that the dall miles 12 inch broad compression plate fractured in fatigue, originating along the outer rim of the sixth screw hole. No material or manufacturing defects were observed on the fracture surface examined. Sem/eds analysis showed the dall miles 12 inch broad compression plate to be made of a fe-cr-ni-mo alloy consistent with the astm f138 alloy. Medical records received and evaluation: a review of the medical records by a clinical consultant concluded: root cause for development of the overload condition ultimately causing fatigue fracture of the dm-plate is an adverse mix of patient related factors regarding delayed fracture healing in combination with procedure-related factors regarding type and characteristics of the osteosynthesis. It is quite well possible that devascularization of the fracture area due to the required surgical exploration and cementation within the femoral canal has played a role in the process of delayed bone healing by interfering with adequate blood supply. Such a biological factor to delay wound healing is still a procedure-related factor even if only partially under control of the surgeon doing the procedure. No patient-related factors are evident in the case as we have no further information on patient characteristics such as overweight. There are no device related factors evident in the case while also supported by the materials analysis report that shows no materials and/or manufacturing defects in the explanted devices. Also the fact that a prior non-stryker device failed under the same implantation conditions supports the presence of failure factors external to the device itself. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a review by a clinical consultant concluded that the root cause for development of the overload condition ultimately causing fatigue fracture of the dm-plate is an adverse mix of patient related factors regarding delayed fracture healing in combination with procedure-related factors regarding type and characteristics of the osteosynthesis. No further investigation for this event is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The sales representative, reported the following event : "rupture of dall miles cables".